Event description:
It was reported that possible crosstalk on an atrial lead was observed. Patient presented over merlin.net with auto mode switching (ams) episodes. Analysis of the episodes shows inappropriate ams due to atrial sensing of the ventricular paced events. Programming changes and performing an induction test was recommended. Further information notes programming changes will be performed when patient return for follow-up by end of the month. The patient is fine.

Event description:
New information notes that the patient returned to the clinic for programming changes. The patient will be followed normally.